Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from device during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it is reported hub separated from product. Product used for blood collection on client lt arm. Blood returned observed in clear tubing with blood vial attached as blood reached white hub connection at end of tubing - same became unattached. Void needle removed and pressure held on site. Additionally, on 2020-05-11 the bd sales consultant provided the following additional information: received customer response, - no, gloves were worn during the venipuncture and no skin from myself was exposed to the clients blood during the time of the incident. Only myself, and the client were present in the home. As the blood back flowed through the tubing after the hub separated, the needle was removed and gauze was applied. Drops of blood were present on the kitchen table of the clients home. Clients table was cleaned with accel intervention wipes after the incident occurred. Writers gloves were removed and hands were washed. No photos taken at time of the incident.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the hub separated from device during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it is reported hub separated from product. Product used for blood collection on client lt arm. Blood returned observed in clear tubing with blood vial attached as blood reached white hub connection at end of tubing - same became unattached. Void needle removed and pressure held on site. Additionally, on 2020-05-11 the bd sales consultant provided the following additional information: received customer response, - no, gloves were worn during the venipuncture and no skin from myself was exposed to the clients blood during the time of the incident. Only myself, and the client were present in the home. As the blood back flowed through the tubing after the hub separated, the needle was removed and gauze was applied. Drops of blood were present on the kitchen table of the clients home. Clients table was cleaned with accel intervention wipes after the incident occurred. Writers gloves were removed and hands were washed. No photos taken at time of the incident.